Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was not rewinding fully. Customer¿s blood glucose was unknown at the time of incident. Customer stated that piston was not going down but the pump showed rewind is complete. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomalies noted during testing. Device functioning properly during testing. (B)(4).